Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and visited emergency room. The customer¿s blood glucose level was low. The customer¿s current blood glucose value was unknown. The customer did experienced symptoms of low blood glucose value such as seizures. It was unknown that how the customer treated low blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. No further complications were reported. The customer will continue to use the device.

Event description:
Customer reported having a seizure weeks ago due to a low blood glucose. Customer was taken by the ambulance to the emergency room. She fell with the pump, potentially damaging the pump. Customer does not blame the pump for the low. She did an entire bolus for the food that she was suppose to have but ended up not eating the entire food. Incident date is (B)(6) 2022 per sap for pump (same as notified date since no specific date of incident was given). Per (B)(4), pump had a crack along the battery compartment and there was no damage to the retainer ring. Pump was used at the time of the incident. It was unknown if sensor was used. It was unknown if auto mode was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.